Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the atrial lead oversensed noise which triggered inappropriate mode switch. No changes or intervention was performed; the device will continue to be monitored. There were no patient consequences.